Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has three leads implanted, but only two leads are in use. All three leads are being reported because it is unknown which leads are being used. Device 1 of 3. Reference MFR report #: 1627487-2015-07074 and 1627487-2015-07075. It was reported, the patient experienced overstimulation. An impedance check showed low impedances on multiple contacts. X-rays were taken but didn't show any anomalies. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07074 and 1627487-2015-07075. Follow-up revealed the patient's leads were explanted and replaced with a different model on (B)(6) 2015. During the procedure, the doctor also electively explanted and replaced the ipg. The issue has been resolved by surgical intervention.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07074 and 1627487-2015-07075. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. Unfortunately, the procedure was abandoned. In turn, the patient may undergo surgical intervention again on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.